Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000050790. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the ipg was unable to be set to MRI mode. The programmer displayed error message 'MRI is not advised there may be a problem with the implanted leads'. Lead diagnostics showed that there was a high impedance. Surgical intervention may be undertaken to address this issue.